Event description:
It was reported that there was noise on the right ventricular (rv) lead channel and oversensing which resulted in stored non-sustained ventricular tachycardia episodes of this cardiac resynchronization therapy defibrillator (crt-d) system. Upon analysis of presenting electrogram (egm), it was found that there was apacing impedance measurement greater than 3000 ohms and noise with the right atrial (ra) lead; however, there was no atrial lead present, and the atrial port was plugged. During the stored episodes there was pacing inhibition on the rv channel of approximately 1.5 seconds. It was noted that the patient did not experience any symptoms or adverse events. Noise was reproduced with isometric testing in clinic. Rv lead revision procedure has been scheduled. Currently, this crt-d system remains in service.